Manufacturer narrative:
Additional information : the device was manufactured between january 28, 2019 - january 29, 2019. The device was received for evaluation. The fill port was cut where the customer likely drained the contents. A visual inspection was performed which observed a tear at the upper right edge of the bag. A functional testing was performed which revealed a leak at the upper right edge of the bag. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was identified in the compounding center prior to patient use. There was no patient involvement. No additional information is available.